Manufacturer narrative:
(B)(6). Method, results, conclusions: manufacturer eval/investigation pending product return.

Event description:
Protime microcoagulation system inr 1.5 vs physician's unspecified point of care system inr 2.4 vs unspecified lab system inr 2.3. Pt therapeutic range 2.5 - 3.5 inr. One day earlier, protime microcoagulation system inr 1.4. Two days earlier, protime microcoagulation system inr 1.3. Three days earlier, unspecified lab system inr 2.9. No report of adverse event, serious injury, or intervention.